Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to clean the image intensifier output port and the camera lens. Cleaning completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that artifacts were seen on the images using the 6800 system. There was no report of pt injury.